Event description:
Medwatch report explained that the patient was brought to the operating room and was placed under general endotracheal anesthetic. He was turned in the prone position on the operating table and was prepped and draped on the back in the usual manner. He was injected with 0.5% marcaine with epinephrine subcutaneously. An inch incision was made centering over the l5-s1 interspace. We used c-arm fluoroscopy for localization. An incision was made down to the deep lumbar fascia which was divided just to the left of midline. The paraspinous muscles were displaced off of the lamina of l5 and s1. We took care not to divide a significant amount of muscle. A self retaining retractor was placed. The operating microscope was draped and brought into place. The soft tissue was cleared off of the yellow\white\yellow ligament and then the yellow ligament teased up off the lamina s1. A kerrison rongeur was then used to remove the ligament. I extended out laterally until coming close to the facet joint. The dura was retracted medially with a nerve hook. We brought the operating microscope into place. There was a big cushion of herniated disk fragment that had extruded from the disk space under the nerve and this was hooked with the nerve hood and then lifted out. We then retracted the nerve hook with a nerve room retractor and explored further loose fragments. By MRI, there still appeared to be subannular disk material that was protruding significantly and so I felt it was worthwhile to enter the disk space and clean disk material. In rotating the micro-pituitary, I saw that the tip portion of the micro-pituitary had come off. I opened up my annulotomy a little bit more and then cleaned a little bit more disk material trying to find the loose piece of metal. We ended up bringing the fluoroscope in place at the same time of looking in the disk space and under fluoroscopic guidance, I was able to push the metal fragment into the disk space and then grab it with an angled pituitary. We confirmed that there was not residual metal with the fluoroscopy. The wound was irrigated with bacitracin irrigation and other loose disks mater was removed from the disk space. Some powdered gelfoam and thrombin was used for hemostasis. A little powder gelfoam and thrombin was used in the epidural space. The muscle was relaxed and the fascia closed with interrupted suture and skin closure strips. The wound was dressed. The patient was sent to have recovery in stable condition.

Manufacturer narrative:
Evaluation of the instrument confirmed that the tip is broken off. The top jaw/tip has broken free from the shaft; the metal appears to have fractured resulting in jaw detachment. There does not appear to be evidence of metallurgic defects such as corrosion on the fractured surfaces or elsewhere on this instrument. The exact cause of breakage could not be determined; however, excessive use over a prolonged period of time (this instrument is 6 years old) can result in this type of damage. Furthermore, the cutting surfaces appear dull. It is possible that excessive force was applied to the instrument during use to compensate for the dull cutting surfaces and resulted in tip breakage; however, this could not be confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.